Event description:
Additional information stated the cause of the issue was scar tissue from a previous nasal surgery was putting pressure on the lead. It was reported no necrosis was seen. There were no additional symptoms reported and a surgical revision was performed on (B)(6) 2013. The lead was not explanted, just repositioned. It was reported that the patient was receiving effective therapy and that it was "working well" for the patient.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension (B)(4).

Event description:
It was reported that during the patient's normal post-operative visit, it was noticed that the patient's lead was tenting the skin in her forehead and appeared to be at risk for necrosis as well as penetrating the skin. Patient symptoms of redness and a burning sensation at the lead location were noted. The patient was immediately taken in to surgery and the lead was repositioned. The tenting problem was resolved.